Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error on her insulin pump. The numbers are scrolling when trying to program a bolus delivery. Customer changed the battery and the device alarmed button error. Customer's blood glucose is 217 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed for a button error due to moisture damage on the keypad traces. No number anomaly was noted on the display. The insulin pump had minor scratches on the display window.